Event description:
It was reported that during a surgical procedure of the knee when using a robotic assisted saw interface device (sasi) left device, a robotic assisted base station device, and a robotic assisted base station device, it was observed that the sasi was giving the team issues and the handle on the sasi needed to be held down causing the cuts to be off by less than 3mm. It was reported that the sasi felt looser than normal. It was unknown if the robot was mounted to the surgical bed. It was not reported if there was a delay in the procedure due to the event. There were no reports of injuries, medical intervention, or prolonged hospitalization. All available information has been disclosed. No additional information could be provided.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H11 additional narrative: as of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated.